Manufacturer narrative:
The customer stated the meter was not physically damaged. The battery has been replaced. The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with an accu-chek performa professional meter. The customer stated the entire left side of the display screen is pixelated; the customer stated a result may not be clearly visible due to the issue. There has been no misinterpretation of results. The customer stated the meter cannot be used for testing in the current condition.

Manufacturer narrative:
The customer did not return the meter for investigation. As no product was returned, a specific root cause could not be determined.